Event description:
Additional information noted, the patient did not report any serious injury or incident, "just the perception of the thicker sleeve making it difficult to see the depth marking." There was no reported patient injury.

Manufacturer narrative:
The investigation was completed and reviewed. Upon further review, avanos medical inc. Concluded a tactile sleeve on a closed suction catheter (csc) that is perceived to be thicker than usual making it difficult to see the depth markings would not cause or contribute to serious injury. This complaint was downgraded to a not reportable event. All information reasonably known as of 08may 2023 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc.. Avanos medical inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical inc. Product is defective or caused serious injury.

Manufacturer narrative:
The actual complaint product was not returned for evaluation. A review of the device history record is in-progress. All information reasonably known as of 01 mar 2023 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc.. Avanos medical inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical inc. Product is defective or caused serious injury. Device not returned.

Event description:
FDA medwatch / FDA user facility report mw5114586 reported, the closed suction catheter was too thick and had too much plastic and they were unable to insert the catheter and suction properly. An unspecified serious injury was selected; however, the details were not reported. Additional information received 14feb2023 the parent reported, they were unable to suction their child to the depth of 16ml.